Event description:
The patient was implanted with a left ventricular assist device. A pump exchange was reported by a device tracking form. Additional information was received which indicated that the patient had suspected pump thrombus and a driveline infection.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.